Manufacturer narrative:
B3/d10: the event occurred on an unspecified date, further described as "late last week". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) homechoice cassettes had a connection issue; further described as "two lines that are supposed to connect to the solution bags would not connect properly". This was observed during set up of the devices for peritoneal dialysis (pd) therapy. The lines were not the proper fit for the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.